Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were currently hospitalized due to diabetic ketoacidosis. The customer had unexplainable high blood glucose and got diabetic ketoacidosis. They were hospitalized on (B)(6)2017 with a high blood glucose level of 841 mg/dl. The customer had symptom of nausea. The customer¿s most recent blood glucose level was between 390 mg/dl and 420 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer did not feel okay to troubleshoot and just wanted the insulin pump replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.